Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found leaking sample tubing from the differential mix chamber to the flow cell. The fse replaced the tubing that fixed the leak. The fse also replaced white blood count (wbc) tubing and cleaned apertures that corrected the vote outs issue. Failure mode was related to the leaking sample tubing from the differential mix chamber to the flow cell. However, the instrument provided wbc vote outs alerting the operator to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer leaked blood onto the counter while running patient samples. The volume of the leak was 2 ml. The instrument generated wbc vote outs. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, goggles and gloves. There was no biohazard exposure to open wounds or mucous membranes. No one was splashed, sprayed or injured. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.